Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 490 mg/dl. Customer declined troubleshoot for high blood level. Customer stated that they changed pump, and realized that the canula was bent. Customer was assisted troubleshooting for bent cannula. The product was returned for analysis.